Event description:
Boston scientific crm received information from an implant form that this patient was presented to the electrophysiology (ep) laboratory and the device was explanted. There was a request for analysis to evaluate this device's longevity for possible premature elective replacement indicator (eri).

Manufacturer narrative:
To date, the device has not been returned to boston scientific's post market quality assurance laboratory. Upon receipt, the device will undergo laboratory testing.

Manufacturer narrative:
The device was successfully interrogated and microscopic visual inspection identified electrocautery marks on the device casing. All set screws moved freely and operated normally. Engineering calculations determined that this device's life cell capacity and current drain were within normal variation. The device was put through and passed a series of automated diagnostic testing. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
The device was received at boston scientific's post market quality assurance laboratory and is currently undergoing laboratory testing.